Event description:
New information received states the device was explanted and replaced. The patient condition is stable.

Manufacturer narrative:
(B)(4). The reported extended charge time was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The hv capacitors were returned to the manufacturer for further analysis and an hv capacitor anomaly was found to be the cause of the reported extended charge time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during scheduled follow-up, an alert for capacitor charge time limit reached was noted upon interrogation. In clinic capacitor maintenances were performed resulting in normal charge times. Device replacement is planned. There were no adverse consequences to the patient.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.